Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The root cause cannot be determined because the entire implant was not returned. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."

Event description:
It was reported patient underwent a total elbow arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to infection. The surgeon performed a wash out and exchanged the poly bearing.